Event description:
It was reported the patient was unable to enter MRI mode due to impeded contacts. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.